Event description:
It was reported that the physician was using the tap during insertion of the trochanteric fixation nail and the tap snapped off in the patient. He managed to extract it using a mole wrench. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received for a manufacturing evaluation and the handle was separated from the shaft. No other obvious damage was observed. Precision edge manufactured the tap/reamer. (B)(4). This change alleviated the inherent problem of welding 440a sst that was determined to be the root cause of these non-conformances in the precision edge corrective/preventive action report. Based on the specifications at the time of the original manufacturing, the root cause, and the evaluation performed by synthes, this complaint is deemed valid from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).